Event description:
A 83-year-old female patient underwent a port placement procedure using powerport slim. Post procedure on (B)(6) 2025 while on third chemotherapy treatment, the port was allegedly found leaking and the patient allegedly experienced swelling above the port. Extravasation and infiltrating into tissues had occurred around the port. Reportedly, partial disconnection of the port catheter was found at the hub of the metal port deeming the port dysfunctional. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.